Manufacturer narrative:
Mml # (B)(4). Other devices explanted. Model: 8145. Description: reactiv8 implantable stimulation leads. Serial numbers: (B)(6)/(B)(6). Udis: (B)(4)/(B)(4). The reactiv8 system performs as intended, with no alleged product deficiency. The device was not returned for analysis. However, the device history record was reviewed. No relevant nonconformances were found that would have contributed to the patient's pain. H6 updated.

Event description:
The patient benefited from the reactiv8 therapy; however, the patient experienced pain in the implantable pulse generator (ipg) pocket site and the oblique area. The device was explanted without complications, and there was no report of patient harm or injury. The pain has resolved post-explant.

Manufacturer narrative:
Mml#: (B)(4). Other devices explanted. Model: 8145, description: reactiv8 implantable stimulation leads, serial numbers: (B)(6), udis: (B)(4).

Event description:
The patient benefited from the reactiv8 therapy; however, the patient experienced pain in the implantable pulse generator (ipg) pocket site and the oblique area. The device was explanted without complications, and there was no report of patient harm or injury. The pain has resolved post-explant.